Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure physician used the subject guidewire. Physician navigated anatomy using subject guidewire and microcatheter and was continuously flushed during the whole procedure. During navigation of subject device, it was noted to not behave as usual, not responding to proximal touch and input, and was stopping into the carotid multiple times. Physician also noted subject guidewire was not bending/torqueing as usual. During navigation in ica, it was noticed also the there was a small perforation of in the carotid, with a small blush of contrast that lasted for 3 contrast injection control and then stopped by itself. The subject guidewire, after a sudden movement, arrived in m1, advanced until the lesion, while it was noticed that there was also a perforation in m1, also resolved by it self within 5 minutes. The physician removed the subject device and when it was out from the microcatheter he noticed that the distal portion of was detached, basically the nitinol hybotube was separated by the stainless steel core wire. The procedure was concluded with a thrombectomy using a stent retriever. From the CT performed after the endovascular procedure, there was no sign/consequence of the ica (internal carotid artery) perforation, but there were signs of cortical bleeding from the m1 perforations. The patient conditions are stable, no deficit / clinical consequences from the bleeding in ica /m1.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported defect was confirmed during analysis, the analysis results are consistent with the event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, the subject guidewire was returned in two fragments. The distal fragment measured approximately 34.8 cm with the guidewire hydrophilic coating and the core wire inside it broken. The distal end was also kinked/bent. The proximal fragment of guidewire measured 165cm of with a further 22cm of core wire exposed. The core wire distal end was observed through the distal tip dome. The subject guidewire distal hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire. The guidewire ptfe coating was examined under magnification and no anomaly was noted. A functional test was not required as the defect was visually confirmed. The reported event was confirmed based on the damage noted during analysis. Additional information provided by the customer indicated that the physician was performing an m1-m2 acute ischemic stroke treatment on a female patient. He was navigating the anatomy with the subject guidewire and catheter. Continuous flush was set up and maintained throughout the clinical procedure. During navigation, he noticed that the subject guidewire was not behaving as usual, not responding to proximal touch and input, and it was stopping into the carotid many time, instead of going smoothly. Furthermore it was not bending/torquing as usual. During navigation in ica, he noticed also the there was a small perforation of in the carotid, with a small blush of contrast that lasted for 3 contrast injection control and then stopped by itself. The subject guidewire, after a sudden movement, arrived in m1, advanced until the lesion, while he noticed that there was also a perforation in m1, also resolved by itself within 5 minute. The physician removed the guidewire and when it was out from the microcatheter he noticed that the distal portion of the synchro was detached, basically the nitinol hybotube was separated by the ss (stainless steel) core wire. During analysis, 2 fragments of the subject guidewire were returned. The guidewire nitinol section was found to be broken 34.8 cm from the distal end and 165cm from the proximal end with approximately 22cm of core wire exposed which indicates the device encountered a significant force during the procedure. It is probable that the device broke during manipulation inside the trevo trak 21 microcatheter (not returned) or in the patient's anatomy. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿, ¿unexpected movement of device, ¿guidewire torque problem¿, ¿guidewire does not have smooth movement¿, ¿patient vessel perforation¿ and ¿patient intracranial hemorrhage¿ and as analyzed ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal end kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure physician used the subject guidewire. Physician navigated anatomy using subject guidewire and microcatheter and was continuously flushed during the whole procedure. During navigation of subject device, it was noted to not behave as usual, not responding to proximal touch and input, and was stopping into the carotid multiple times. Physician also noted subject guidewire was not bending/torquing as usual. During navigation in ica, it was noticed also the there was a small perforation of in the carotid, with a small blush of contrast that lasted for 3 contrast injection control and then stopped by itself. The subject guidewire, after a sudden movement, arrived in m1, advanced until the lesion, while it was noticed that there was also a perforation in m1, also resolved by it self within 5 minutes. The physician removed the subject device and when it was out from the microcatheter he noticed that the distal portion of was detached, basically the nitinol hybotube was separated by the stainless steel core wire. The procedure was concluded with a thrombectomy using a stent retriever. From the CT performed after the endovascular procedure, there was no sign/consequence of the ica (internal carotid artery) perforation, but there were signs of cortical bleeding from the m1 perforations. The patient conditions are stable, no deficit / clinical consequences from the bleeding in ica /m1.